Manufacturer narrative:
A patient experiencing complications post-surgery was reported to abbott. Patient was kept overnight for observation. Complications have resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00221. It was reported the patient was sent to the emergency room due to post surgical complications. There is no additional information at this time.

Manufacturer narrative:
Date of event is estimated.